Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have a blade broken. The blade broke at roughly 0.136¿ from the base and the broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the harmonic ace instrument stopped working after the customer used it for 5 hours after testing. Reportedly, a 'fasten the blade and h.p' message was displayed. The customer removed the instrument and fastened the blade; however, the tip of the instrument was broken while the customer was testing the instrument outside of the patient's body. The customer used a backup instrument of the same kind to continue. The procedure was completed with no reported injury.